Manufacturer narrative:
Device evaluation results: an investigation discovered that the signal interference issue was caused by a defective body surface (bs) ECG cable. A replacement bs ECG cable was ordered and delivered to the account. The field service engineer then confirmed that replacing the bs ECG cable resolved the issue. The system was left operational and ready to use. A device history record (DHR) review was performed by the manufacturer, and no anomalies related to the reported issue were noted in the manufacturing or servicing of this equipment. The customer complaint was confirmed. (B)(4).

Event description:
It was reported that a patient underwent a procedure for left idiopathic ventricular tachycardia with a carto 3 system where signal interference was experienced on all channels, both body surface and intracardiac. The noise was experienced on both the carto 3 system and the ep recording system. No external signals were available to monitor the patient¿s cardiac rhythm. No patient consequences were reported. The inability to monitor the patient¿s heart rhythm while devices are intracardiac can lead to an undetected rhythm that might be life threatening. As a result, this event is MDR reportable.